Event description:
The customer contacted physio-control to report that their device display went blank after delivering a shock during a patient event. The customer turned the device off and removed the batteries, and then powered the device back on. Thereafter, proper device operation was observed for the remainder of the event. In this state, the device may be inoperable and defibrillation therapy would not be available if needed. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Section h6 of the supplemental medwatch report 003 indicates: results code ¿ 104 conclusion code: 4307; section h6 of the supplemental medwatch report 003 should indicate: results code: blank; conclusion code: blank. Section h7 of the supplemental medwatch report 003 indicates: remedial action initiated - recall; section h7 of the supplemental medwatch report 003 should indicate: remedial action initiated - blank. Section h9 of the supplemental medwatch report 003 indicates: correction/removal rpt number: 3015876-12/28/2018-001-c; section h9 of the supplemental medwatch report 003 should indicate: correction/removal rpt number: blank. Section h10 of the supplemental medwatch report 003 indicates: additional mfg narrative type: additional manufacturer narrative. Additional mfg narrative: h6: physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected. Section h10 of the supplemental medwatch report 003 should indicate: additional mfg narrative type: blank. Additional mfg narrative: this should be blank as a supplemental medwatch was not required, as this complaint is not related to field action number 3015876-12/28/2018-001-c.

Event description:
The customer contacted physio-control to report that their device display went blank after delivering a shock during a patient event. The customer turned the device off and removed the batteries, and then powered the device back on. Thereafter, proper device operation was observed for the remainder of the event. In this state, the device may be inoperable and defibrillation therapy would not be available if needed. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
The customer, a healthcare provider later confirmed that the patient was male and did not survive. No backup device was present. The customer was unable to provide any additional information. A clinical review was performed and determined that the device use did not contribute to the patient outcome. This determination was based on the customer's initial report that there was no adverse effect to the patient.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device display went blank after delivering a shock during a patient event. The customer turned the device off and removed the batteries, and then powered the device back on. Thereafter, proper device operation was observed for the remainder of the event. In this state, the device may be inoperable and defibrillation therapy would not be available if needed. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that their device display went blank after delivering a shock during a patient event. The customer turned the device off and removed the batteries, and then powered the device back on. Thereafter, proper device operation was observed for the remainder of the event. In this state, the device may be inoperable and defibrillation therapy would not be available if needed. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution, the system pcb assembly and the battery pins were replaced. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm the reported issue. Physio-control performed a clinical review of the reported patient event and concluded that the device usage did not contribute to the patient outcome, due to a healthcare provider on scene who indicated the malfunction/use error likely did not contribute to the patient¿s outcome. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device display went blank after delivering a shock during a patient event. The customer turned the device off and removed the batteries, and then powered the device back on. Thereafter, proper device operation was observed for the remainder of the event. In this state, the device may be inoperable and defibrillation therapy would not be available if needed. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.